Event description:
When 1st implant deployed, there was no second implant to advance. Both implants thought to have deployed at once. Additional information confirmed that implants were left in the patient they had deployed through the meniscus together.

Manufacturer narrative:
(B)(4).